Event description:
A customer reported multiple intermittent cartridge alarms, specifically alarm 30, over the past two weeks. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, technical support arranged to send a replacement pump and provided instructions for the customer to put the old pump into storage mode and return it. The customer acknowledged understanding the necessary steps. The issue did not affect their insulin delivery as they continued using their current pump pending the replacement¿s arrival.